Event description:
It was reported that an alert was received due to the right ventricular (rv) lead exhibiting high out-of-range shock lead impedance measurements measuring 126 ohms. Technical services (ts) reviewed device data and found the lowest sli in the past year measured 70 ohms and has been increasing over time as well as the high value. Ts recommended to bring the patient into the clinic to clear the alert and provided troubleshooting/programming options. At this time, the lead remains in service. No adverse patient effects were reported.